Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res (B)(4).

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. A correction to b5 was made and should be: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of particles related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The medical intervention that the patient received in response to the event is currently unknown. The manufacturer evaluated the device externally/internally and dust and dirt contamination inconsistent with degraded sound abatement foam was onserved throughput the device enclosure and airpath suggesting asource external to the device.water ingress fpound on the blower and blower box enclosure. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There was one error (e-200 err_rtos_abort_error ) found. The manufacturer concludes that they could not confirm the customer's allegation and they confirm the presence of contamination in the airpath also the evidence of sound abatement foam degradation or breakdown was not observed in the base unit.